Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported he experienced hyperglycemia of 370-380 mg/dl on (B)(6) 2013. He delivered boluses via the infusion device and changed the infusion needle, and his blood glucose returned to normal. He downloaded the infusion device data on (B)(6) 2013 and noticed there was no basal rate delivery from 3:00-8:00 p.m. On (B)(6) 2013. He experienced this concern once before in (B)(6) 013, but the issue was resolved within an hour. The infusion device did not display an alert or error messages. He believes the insulin delivery of the basal rate is inaccurate. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.